Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has an occipital (off-label) pns system and a thoracic scs system. This issue is related to the pns system. It was reported the patient was no longer feeling stimulation in her left occipital area. An sjm representative was unable to resolve the issue with reprogramming. As a result, the scs lead was explanted and replaced which resolved the issue. It was also reported the physician elected to explant and replace the scs ipg with a different model to take advantage of new technology, there were no allegations against the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.